Event description:
It was reported that during a sleeve gastrectomy, on the third firing of the device using a gold reload; the firing was completed and the knife was returned to the home position and when the jaws were opened the middle portion, approximately one centimeter was open; no staples deployed. When removing the gastric remnants, the portion that was removed from the patient was completely stapled and sealed. A second device was opened and the case was completed with no patient consequences. The surgeon endoscopically stitched over the staple line that was previously open from the third firing with a bougie.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with a ecr60d cartridge reload present. Additionally, the reload was received with the right side fully fired and left side partially fired 1/2. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. Additionally the cartridge pan was detached from the cartridge body. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.